Event description:
Additional review indicated that the patient had the new pump and for some unknown reason they had the wrong refill date.the patient heard the alarm and didn't call the health care provider or manufacturer's representative.

Event description:
Additional information received reported that the event and the patient's symptoms had resolved. The patient had a pump refill on (B)(6) 2012. The healthcare provider (hcp) noted that the cause of the event was the patient being a "no show" for the refill appointment, and having a missed refill. Following the refill on (B)(6) 2012 the patient was being "gradually increased" and was now doing fine, with effective therapy.

Event description:
It was reported that the patient experienced withdrawal due to a missed refill. The patient had withdrawal symptoms of increased spasticity, fever, tachycardia and hypertension. The patient symptoms were present for 1 week due to the missed refill; however, it was unclear exactly when they started. The pump had been alarming for 1 week. The pump logs confirmed alarm events, low reservoir alarm occurred on (B)(6) 2012 and the empty pump (0ml) reservoir alarm occurred on (B)(6) 2012. As of (B)(6) 2012, the healthcare provider (hcp) was contemplating refilling and updating the pump reservoir amount. The medication in the pump was lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731 serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID, 8596sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).